Event description:
The lay user/patient contacted lifescan alleging that the product was having the following labeling/packaging issue: the owner's booklet (in english) was missing from her onetouch ultralink meter kit. There were no allegations of harm or injury.